Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received no delivery alarm. The customer's blood glucose was 28 mmol/l. The customer tried different cannula lengths. The customer stated they tried all remedies and do not want to troubleshoot. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement, rewind, basic occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted during test.